Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment, it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(6). Concomitant products - associated products- part:51-104130 name:tprlc 133 type1 pps ho 13.0 lot:3777584. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed with this event, please see associated reports:0001825034-2016-02501

Event description:
It was reported that a patient underwent a total hip arthroplasty. During the procedure the stem sat proud. The surgeon re-reamed the femur with the same result. The procedure was completed with a smaller device.